Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2012 and mesh was implanted. The patient developed a recurrent hernia. A reoperation was done on (B)(6) 2012. During the procedure it was noted that the mesh did not have ingrowth and was easily removed. The mesh was excised and a different mesh was implanted.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): no actual product was returned for evaluations. Photos of excised mesh were returned and reviewed. It appears that the fixation straps were inadequately placed. There was no mesh deficiency noted.